Event description:
It was reported the customer had several no delivery alarms on their insulin pump. The customer also reported a battery out limit alarm occurring. Customer's blood glucose was 185 mg/dl. Advised the customer the battery out limit alarm was normal insulin pump behavior. Troubleshooting for the customer's no delivery alarm found the insulin pump was working as designed. The customer was advised the alarm may be caused by an infusion set/reservoir occlusion. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.